Manufacturer narrative:
Product complaint (B)(4).complaint conclusion: as reported via the sterling registry (cnv_2017_01: 01248-005), catheter angioplasty demonstrated coil compaction with a galaxy g3 mini coil 1.5mm x 2.5cm (glm915025, 30383043) as well as coil migration with a single loop that has migrated separately from the coil body and into the ostium of the left a2 segment. The device deficiency did not result in a serious adverse event. This was a coil embolization to a ruptured target aneurysm at the left anterior communicating artery with a 1.3mm parent vessel diameter, 5mm height and 3mm dome. The maximum aneurysm diameter was 3.5mm, neck size was 1.3mm and the dome to neck ration was 2.3mm. The coil remains implanted. Two study galaxy g3 mini 2.5mm x 5.5cm coil and a galaxy g3 4mm x 7cm coil were also successfully implanted. There was no kickback experienced. No additional information is available. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30383043 number, and no non-conformances related to the malfunction were identified. Coil migration and coil compaction are known potential adverse events associated with the use of the device. Review of the available information does not allow for an exact determination of root cause; however, factors which may have a correlation with coil embolization include neck size, packing density, and inflow angle. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the sterling registry (B)(6) , catheter angioplasty demonstrated coil compaction with a galaxy g3 mini coil 1.5mm x 2.5cm (glm915025, 30383043) as well as coil migration with a single loop that has migrated separately from the coil body and into the ostium of the left a2 segment. The device deficiency did not result in a serious adverse event. This was a coil embolization to a ruptured target aneurysm at the left anterior communicating artery with a 1.3mm parent vessel diameter, 5mm height and 3mm dome. The maximum aneurysm diameter was 3.5mm, neck size was 1.3mm and the dome to neck ration was 2.3mm. The coil remains implanted. Two study galaxy g3 mini 2.5mm x 5.5cm coil and a galaxy g3 4mm x 7cm coil were also successfully implanted. There was no kickback experienced.

Manufacturer narrative:
Product complaint (B)(4). Section a1. Patient identifier: (B)(6). Section d2b ¿ procode: krd/hcg the device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30383043 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b1, b2, b4, b5, g3, g6, h1, h2, h6 and h10. Section b5: additional information was received on 21-mar-2024. Summary: per the additional information, the coil compaction was treated with the implantation of a small vessel flow diversion device, fred x (microvention) on (B)(6) 2023. The patient was not symptomatic. The percentage of occlusion following the initial procedure was ¿complete.¿ the percentage of occlusion when coil compaction was discovered and/or treated was ¿rr class2 (raymond¿roy occlusion classification class ii: residual neck).¿ there was no blood flow restriction/reduction as a result of the events. No additional intervention is planned. Coil compaction is the decrease in interspaces between the loops of the coils, which leads to smaller coil mesh. It occurs over time after coil placement and may result in the return of blood flow into the aneurysm, which can increase the risk for aneurysm rupture and possibly require additional intervention. Coil migration, or movement of the detached coil away from the implant site, could result in non-target site embolization, ischemia, or infarct, or may require additional intervention. In this case, the events required an additional surgical intervention of implanting of a small vessel flow diversion device. Based on the additional intervention required to preclude patient harm, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.